Manufacturer narrative:
Note: no actual failure occurred, but the absence of the screws could have resulted in a malfunction. Evaluation in progress, but no conclusions have been made.

Event description:
During maintenance of the pump system, the user reported that three screws used to secure the roller pump display circuit board were not in their proper location. The device did not otherwise malfunction. There were no adverse consequences to the pt as a result of this event.